Event description:
It was reported that the pt has expired. Through follow with the heath care provider, it was learned that the pt expired due to hyperkalemia and acute renal failure, no other details were provided.

Manufacturer narrative:
Hyperkalemia; acute renal failure. Device not returned.